Event description:
Being hospitalized for high blood glucose levels. It was reported that she was passed out on the floor for an unk amount to time prior to the hospitalization. Customer stated that she was disconnected from the pump at the time. It was reported that customer is unable to explain why she was disconnected and for how long. Further troubleshooting was not performed at time of call.